Event description:
Per the audiologist, the patient developed facial never paralysis 8 days after implantation. The results of a CT scan indicate device is properly placed and the nerves intact. The patient was treated with a course of prednisone which did not alleviate the issue. Per the audiologist, as of (B)(6) 2010 the patient's paralysis is improving, but not resolved. The patient was prescribed valtrex and prednisone.

Manufacturer narrative:
(B)(4). Implanted device remains.